Event description:
Seizures [convulsion], high blood pressure [hypertension], vomiting, fatigue, chills, nausea, dizziness, pain at injection site, fever [pyrexia], headache. Case description: spontaneous report was received on (B)(6) 2013, from a physician regarding a male pt (age not provided), initials (B)(6). The pt's medical history was not provided. On (B)(6) 2013, the pt initiated treatment with synvisc-one (hylan g-f 20) injection, route and dosage not provided, at unspecified location. The lot number for synvisc-one was not provided. The same day, the pt experienced fever, headache, vomiting, fatigue, high blood pressure and seizures. Action taken with synvisc-one treatment was not provided. The outcome for all the events was not provided. The intensity for all the events was not provided. The reporting physician did not provide any causal relationship between synvisc-one and all the events.

Manufacturer narrative:
MFR's comment: as only limited info has been obtained so far, it is difficult to assess a cause and effect relationship.